Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The root cause for the failure was a shorted q15 and q17 insulated-gate bipolar transistors (igbts) defibrillator pca. Root cause for the shorted igbt was unable to be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.